Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Misdrilling with phn (length 150mm) at the distal locking hole.

Manufacturer narrative:
The evaluation revealed the targeting arm to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no visual, functional or manufacturing related issues were found. The provided targeting arm show signs of usage but no damages; the functional inspection was successful; all proximal and distal nail hole configurations were passed by the drill without nail contact like specified. The reported misdrilling was not reproducible; therefore the case was not confirmed. Misdrilling can have several reasons: the nail was positioned in wrong nail adapter position nail adapter was not secured on the targeting arm bending forces were applied to the targeting arm during drilling was performed without drill sleeve the IFU and operative technique include that all instruments shall be checked prior every usage regarding correct function. All instruments shall be handled with care. Based on the evaluation the case is attributed to the user. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Missdrilling with phn (length 150mm) at the distal locking hole.